Event description:
The manufacturer received information alleging an error message service required occurred. There was no harm or injury reported. While at customer site, manufacturer field service engineer (fse) evaluated the device and event log. An error code related to the pressure sensor was found in the event log. Evt_press_sensor_mismatch means the device software detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The device also failed the flow verification test step during testing. The in-line proximal filters were found to be contaminated with dust/dirt/debris, so they were replaced along with the flow sensor to address the issue. Additionally, an error code related to o2 regulation and o2 inlet pressure were found in the event log. Evt_o2_regulation means the delivered oxygen concentration is not within fio2 setpoint plus/minus 10%. Evt_low_o2_inlet_pressure means the pressure at the oxygen blending module inlet is less than 5psig. The oxygen blending module and the system board were replaced to address the issues. The device also failed the fio2 sensor receptacle verification test step during testing. The fio2 sensor and fio2 tubing were replaced to address the issue. These are not considered reportable malfunctions and are not related to the reportable malfunction/issue. A trilogy evo machine flow sensor was returned to the philips product investigation lab (pil) for investigation due to the alleged evt_press_sensor_mismatch issue. Pil visually inspected the suspect component for obvious defects and found none. Pil installed the suspect component into the pil trilogy evo test bed and ran the device without any unexpected errors. Product investigation lab (pil) is not able to confirm any alleged failure of the trilogy evo machine flow sensor. The in-line filter was returned to pil for the alleged evt_press_sensor_mismatch issue. The purpose of the in-line filter is to filter any contaminants within the device and would only fail due to physical damage or clogging due to contamination. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo obm (oxygen blending module). Visual inspection found no defects. Pil installed the suspect component into the pil trilogy evo test bed, ran the device and no unexpected errors were generated. Pil performed testing on the pil trilogy evo obm test station and the component passed. Pil concludes the component operates properly. Product investigation lab (pil) is not able to confirm the alleged failure of the trilogy evo system board. Visual inspection found no defects. Pil concludes the system board operated properly after testing on the multifaceted test station.